Manufacturer narrative:
Initial report sent: 12/3/2007.

Event description:
Procedure type: hand assisted lower sigmoid resection. According to the reporter: a linear stapler was used to transect the sigmoid low in the pelvis. Then the eea was used to create the anastomosis. The air test during the procedure was good. Five days later, pain occurred and a leak was found on the lateral/anterior portion of the circular staple line. Approx at the point where the distal end of the linear staple line meets, the circular staple line. The anastomosis was taken down. A diverting ileostomy was set up and a new anastomosis was created with another eea28.